Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 3/2000. Aneurysm and vessel morphology are unknown. It was reported that the device was explanted because of large type I endoleak at the proximal aneurysm neck. During the explant procedure, there was no evidence of inflammation or calcification noted in the seal zones. There was thrombus present in the seal zones, and the distal seal zones were reported to be well seated. The proximal stent graft and mid body came out easily from the aneurysm contents, and the iliac limbs appeared to be firmly attached to the iliac vessels. The conversion procedure was reported to be successful. No clinical sequelae were reported, and the pt is reported to be fine. The explanted stent graft has been received, and its analysis is pending.